Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty seating insert in shell involving a trident 10° x3 insert 28mm ID was reported. The event was confirmed. A visual inspection noted damages consistent with implantation attempts. Medical evaluation not performed as no patient demographics or medical records were provided. There is no indication that patient factors contributed to the reported event. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The investigation concluded that the difficulty seating was likely caused by a failure to properly align the insert and shell prior to implantation.

Event description:
Customer reported that during surgery aiming at implantation of cementless hip prosthesis, he faced difficulties with fitting trident x3 pe insert into trident tc cup. As per the customer, there is a specific feature of the insert making it impossible to lock it in the cup in order to finish surgery hospital staff decided to use trident alumina ceramic acetabular insert ref. (B)(4) lot 45287104 available on the spot, instead.

Event description:
Customer reported that during surgery aiming at implantation of cementless hip prosthesis, he faced difficulties with fitting trident x3 pe insert into trident tc cup. As per the customer, there is a specific feature of the insert making it impossible to lock it in the cup in order to finish surgery hospital staff decided to use trident alumina ceramic acetabular insert ref. (B)(4) lot 45287104 available on the spot, instead.